Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of radiographs by a health professional identified periprosthetic lucency surrounding the tibial component; however, it is uncertain whether these are related to loosening or if they are chronic and similar to the postoperative imaging. Chronic bone resorption of the lateral femoral condyle was also noted. With the information available, it could not be determined if these findings are related to this event. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision procedure of the bearing due to unknown reasons, however, no revision has been reported to date.